Manufacturer narrative:
The customer's calibration signals were slightly below expectations. Qc was within range on the day of the event. Sample foam detection (11) and sample clot detection (3) alarms were observed on the alarm trace data. The sample foam detection images show dust on the active gripper wheels. Of the 78 images provided, over half showed either a film, particles/debris, or foam on the surface of the sample. These issues can cause high results. The investigation determined the event was due to sample quality issues. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 7.4 ng/l. The sample was repeated twice with results of 178.0 ng/l and 7.4 ng/l. The sample was repeated on a different e801 analyzer with a result of 8.0 ng/l.